Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018. It was reported that the patient used blood thinner while using the cgm. No additional event or patient information is available. Data was received for evaluation, but confirmation of the issue was undetermined. The probable cause could not be determined via data.